Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was unable to be confirmed. Upon evaluation, the monitor displayed service code 110 (overvoltage cleared no energy). The cause of this service code was isolated to a shorted c1 capacitor. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.